Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set). The patient was connected at the time of the alarm. This occurred during dwell cycle two of three of peritoneal dialysis (pd) therapy. The patient stated that the supply bag connection was loose. The patient was advised to end therapy and contact their nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is for a report of a system error 2240 during the dwell stage, where it was found that the supply bag connection was loose. A loose connection is a known cause of this type of alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. The guide provides step-by-step instructions for connecting the solution bags. Should additional relevant information become available, a supplemental report will be submitted.